Event description:
It was reported that the implantable cardiac monitor was oversensing and undersensing, with t-wave oversensing noted during ventricular tachycardia episodes and undersensing noted during asystole episodes. It was also reported that the patient's r waves were the same size as the t waves on the electrocardiogram reports and multiple episodes were overlapping. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.